Event description:
It was reported that during a percutaneous transluminal renal angioplasty, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left renal artery. Following predilation, a 5.0mmx19mmx150cm express vascular sd metallic stent was selected and advanced but failed to cross the target lesion. After several attempts it was noticed that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factor. (B)(4).